Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up. The CT revealed that the stent graft has migrated distally into the aneurysm sac. The aortic neck diameter is 38 mm in diameter 30 mm distal to the renal arteries, the aortic neck is 10 mm in length and has 30 degree angulation. The physician elected to implant an endurant 36x36x70 aortic cuff proximal to the aneurx stent graft and model the stent grafts with a balloon due to the marginal aortic neck, but the proximal type I endoleak did not resolve. Four aptus endoanchors were implanted however the endoanchor did not catch the greater curve and the proximal type I endoleak was still present. The physician implanted an endurant 36x36x49 aortic cuff and another manufacturer's stent and the proximal type I endoleak was resolved. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.